Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced cardiac arrest. Upon review, it was noted that the therapies delivered were exhausted. In addition it was noted that there were several clock changes over the past year. It was believed that change could explain the mismatch between the episode timestamps and the observed times. Currently, this product remains in service and no additional adverse patient effects were reported.